Event description:
The patient reported that she experiences withdrawal symptoms 10-14 days before her refill appointment. The patient also stated that since the implant of her pump it has been "flipping and moving up underneath her breast bone". No device troubleshooting was reported. The final patient outcome is unknown at this time. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.